Event description:
It was reported that after the patient was briefly disconnected from the ventilator for a check, the I:e ratio had been changed when the patient was connected again in the same ventilation mode. There was no patient harm. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. Successful pre-use checks were performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Per design, involuntarily changes of the I:e ratio is not possible since different subsystems within the ventilator is involved in the control and measurements and these changes always needs to be confirmed by the user. There are no indications of a ventilator malfunction.